Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
We received the abutment with the crown. No implant was sent in and according to the information from the case owner, the implant was not explanted. This case must be classified as non-serious and is therefore not reportable. Please disregard the initial MDR for this as this case is non-reportable.